Event description:
The facility's biomedical engineer reported an infusion pump that non-delivered during patient use. The medication was morphine and was to infuse at the rate of 2.0 mg every 6 minutes. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding the patient status, medical intervention, patient injury, age of patient, or the set up of the infusion device. A follow-up with a hospital representative revealed they have no record of any patient incident involving the pump since the last baxter service event.